Manufacturer narrative:
(B)(4).batch # n55w0l. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and no additional clarification was provided. It was reported that the device ¿did not perform the section of the rings corresponding to the anastomosis area.¿ does this mean that the device did not cut? Or, did the device cut, however the tissue donuts were not complete?

Event description:
It was reported that during an abdominal rectosigmoidectomy surgery procedure, the stapler locked and didn't do the section of the corresponding rings in the area of the anastomosis. The device stapled the colorectal anastomosis, but did not perform the section of the rings corresponding to the anastomosis area. There was no other problem in the device other than this. It was necessary to open a curved cutter stapler for closure of rectal stump, once the anastomosis was resected for removal of the circular stapler with safely (confirmed stapling and forwarded material to examination). Another circular stapler 29 cm was necessary for completion of reconstruction.